Event description:
It was reported that a review of this cardiac resynchronization therapy defibrillator (crt-d) data was requested to technical services (ts) due to what appears to be therapies delivered due to possible atrial fibrillation (af). Upon review of the device data by ts, it was discussed that there is one episode showing therapy being appropriately withheld, however, the rhythm then becomes stable and one burst of inappropriate anti-tachycardia pacing (atp) was delivered due to an atrial driven rhythm. In addition, there is another episode that also shows an atrial driven rhythm in which two bursts of atp are delivered. The atp therapy increased the rate of the arrhythmia, which ended being accelerated to the ventricular fibrillation (vf) zone after the second burst of atp. Subsequently, one shock was delivered to the patient and the vf was terminated. Ts provided recommendations and noted that the af seems to be a fairly recent development and that any programming updates would need to take this into consideration. The crt-d remains in service. No additional adverse patient effects were reported.